Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further error codes.